Event description:
During a pacing check follow-up for an esprit sr device, the battery graphic appears inverted compared to a normal and does not match with the battery impedance display.

Event description:
During a pacing check follow-up for a esprit st device, the battery graphic appears inverted compared to a normal and does not match with the battery impedance display.